Event description:
A us distributor reported that a patient was experiencing add gel/replace belt messages.

Manufacturer narrative:
Electrode belt was returned and evaluated. The reported problem (add gel messages) was due to the trunk cable connector latches being broken, creating an insecure connection with the monitor. The root cause of the damaged latches was physical abuse. There was no adverse event that resulted from the damaged belt.